Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The senior medical affairs specialist (mas) spoke with the patient on february 28, 2008 and obtained additional information. The patient informed the mas that he had noticed higher readings on the subject meter for about 2 day prior to the event. His insulin regimen includes lantus insulin 100 units in am and 120 units in pm; novolog insulin 60 units 3 times/day and also takes it on a sliding scale basis; symlin insulin 20 units 3 times/day. On four days prior to original date, the patient had received a result of 232 mg/dl on the subject meter in the morning around 9:00 am and had taken his 100 units of lantus, 20 units of symlin, and also took additional novolog insulin based on his sliding scale (exact amount not unknown). The patient was not experiencing any symptoms at that time. At lunch time, he tested his blood glucose and obtained a result of 214 mg/dl. He again took 20 units of symlin insulin and novolog based on a sliding scale. He was asymptomatic at this time. At 7:30 pm, he tested with a result of 306 mg/dl and again took his set amount of 20 units of symlin and also novolog based on sliding scale. At about 9:00 pm, he started exhibiting the symptoms: dizziness, shakiness, and sweatiness, and he felt he was "not with it". The paramedics were called and their meter result was 15 mg/dl. The patient was also tested on the subject meter within 10 minutes of the emt meter test and obtained a result of 152 mg/dl. The patient was given "paste and came around" a short while after, he was not taken to the hospital. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The test strips were in good condition and within the expiration/discard dates. Because the patient alleged experiencing symptoms that can be associated with severe hypoglycemia after treating himself on the reportedly high meter result, this complaint is being reported as an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.